Event description:
The complainant reported a patient was placed on bipella support for mechanical circulatory support. During support, the patient developed oozing at the rp insertion site. Pressure was held and bleeding was resolved. Additionally, the white connector cable had several twists with a significant kink but was correctly attached to the automated impella controller, but placement signal not reliable alarm occurred. Flow calculation was disabled and there was rotation of the impellar icon. In addition, the motor current had not changed. Echo performed later in the evening showed that the rp was working well. The patient continued on support. Additional information noted care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella rp flex with smartassist system with automated impella controller: section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product or data logs were returned for investigation. Based on the clinical details, it was seen that the patient was on cp, rp, and crrt support. Patient had seizures during trial weans of rp, bleeding was observed from the chest tubes, and blood transfusions were made throughout the case. There were psnr alarms during the case, and during a call with the nurse on (B)(6) 2025 it was seen that the white connector cable had several twists with a significant kink. Echo and x-ray performed after the call on the same day verified that the rp was functioning well as there were no placement changes. Patient was diuresed throughout the same day and their cvp had dropped to 6-7mmhg with the hemo calculations suggesting euvolemia due to significantly decompressed rv and easily compressible ivc. According to the patient updates on (B)(6) 2025, both right and left impella devices were in great position and decompressing, with the patient's x-ray results getting worse. There was no pericardial effusion, and more blood products were given for their drop in hgb. On the day of rp explant, the patient was still on crrt support, with rp placement signals not functioning. Placement signal issue: the root cause of the placement signal issue was not determined due to inconclusive evidence from the clinical details, unreturned product, and lack of data logs for analysis. Product damage (cannula kink): the root cause of the product damage (cannula kink) was most likely patient cable kink based on the clinical details provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated.